Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that while discussing two-handed door closure biomed stated that lvp had damaged/broken sears. The tpc demonstrated how damage to the sear can possibly occur and reiterated proper two-handed door closure. This was reported to bd representatives during site visit. There was no patient involvement.